Manufacturer narrative:
(B)(4). Investigation evaluation and corrective actions are in-process. A follow-up report will be provided.

Manufacturer narrative:
(B)(4). Investigation: the device history records (DHR) were reviewed for this lot. There were no events noted in the DHR that would have contributed to the elevated wbc count experienced by the customer. The run data file was analyzed for this event. Root cause: the kit analysis and signals in the run data file do not indicate a conclusive cause for the greater than expected wbc content in the platelet product reported for this collection. No unusual process variable was identified in the run data file. It is possible that this failure could be donor-related.

Manufacturer narrative:
(B)(4). Investigation: the bags and filter were received and visually inspected. The clamps were open. No obvious defects were found. Investigation evaluation and corrective actions are in-process. A follow-up report will be provided.

Event description:
The customer reported an elevated white blood cell (wbc) content in the platelet product. There was not a transfusion recipient or patient involved at the time of the residual wbc testing, therefore no patient information is reasonably known at the time of the event. Donor unit #: (B)(6). Terumo bct is awaiting the return of the disposable set. This report is being filed due to a device malfunction that has the potential for injury.